Manufacturer narrative:
Analysis was normal. No anomalies were noted.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-11949. It was reported that the patient presented to the emergency room with low heart rate and loss of capture on the right ventricular (rv) and left ventricular (lv) leads. An x-ray revealed that the leads had dislodged. The rv lead was explanted and replaced. The lv lead was explanted. The patient was stable.